Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager kept failing, the hasp and the srm were not aligning due to fridge door sagging. A field service engineer (fse) replaced the latch to resolve the issue and smart remote manager worked fine. The fse confirmed that the hospital engineering team resolved the fridge door sagging issue by adjusting the door. The system functioned as intended after the field service engineer and customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager kept failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.